Event description:
Additional information obtained from the field representative indicates that this right ventricular (rv) lead was not successfully implanted as it had caught in the sheath that was kinked and the physician felt that the lead coils got damaged. The physician did not feel comfortable using the same lead, thus, new lead was replaced. Furthermore, the physician felt it was just a tight access point and more of the patient condition than the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, there was a separation at the proximal end of the proximal spring electrode and was also stretched.

Manufacturer narrative:
(B)(4). Additional information has been requested at this time. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance issue. This lead was never in service. No adverse patient effects were reported.